Manufacturer narrative:
(B)(4). We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video gastroscope eg29-i10 sn: (B)(4). The complaint stated that the user found no video image, the event timing is unknown. There was no adverse event reported with this complaint. Pentax customer service issued return material authorization 10152357 for the return of the device for further evaluation. On 07jul2021, the device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirmed the user narrative. In addition to confirming the user narrative the inspector found the following defects: inspection findings: objective cover lens crack pve electrical pin corroded passed wet leak test suction tube resistance eto vent valve loose inner shaft passed dry leak test customer complaint confirmed umbilical cable bump at control body side pve electrical connector frame mild corrosion mild moisture on pve electrical connector frame ccd circuit board corrosion a review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 28sep2018. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals bending rubber objective lens unit pb-free light guide cable electrical connector assy pcb for ccd drive pb-free eog valve assy suction channel lg